Event description:
It was reported that while unpacking the device in preparation for a percutaneous transluminal angioplasty procedure, it was noted that the side seal of the device packaging was open. This device was not used during the procedure. Another of the same device was used to successfully complete the procedure. No pt complications were reported and the pt's status was noted as "stable."

Manufacturer narrative:
Pt: 18 years or older. (B)(4).